Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-03613 and 1225714-2014-03614.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6), 2009 after use of the product.